Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced sensing issues, specifically lots of asystole episodes, and the physician thinks the icm is damaged. It was further reported that the implant location is not good. The icm is planned to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated false asystole due to undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was examined on a follow up visit, the implantable cardiac monitor (icm) is no longer planned to be explanted. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.